Event description:
It was reported that after closure of the puncture site the patient experienced severe atrial bleeding with a hematoma formation at the femur. Manual pressure was applied but the patient¿s blood pressure dropped. An angiography with a covered stent implant followed and the active bleeding stopped. The patient was transferred in stable condition. The patient is a participant in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.